Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device was received with broken battery tube threads, missing reservoir tube o-ring, cracked case corner of the belt clip rails near the battery compartment, missing end cap address label, keypad overlay texture damage, missing display window cover and minor scratches on lcd window. Device was received with corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device was dropped and the battery cap was broken. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.